Event description:
Patient, with l4-s1 malunion and fracture of hardware, underwent a lumbar laminectomy l4-5, and removal of old hardware with bone grafting. Surgeon removed broken hardware in posterior lumbar region (l4-s1) consisting of 5 screws, 2 rods, 7 washers and 7 locking nuts. (One screw was in spinal canal)